Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was delivering unprogrammed boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings:the pump powered on appropriately with functional auditory and vibratory features. The meter was not returned with the pump for investigation. A review of the black box showed 0.00unit boluses on the reported event date, 06/20/2013, which were delivered by the meter. The pump was paired with a test meter and exercised for 24 hours. There were no 0.00unit boluses recorded during the testing period. The keypad buttons were inspected and no hypersensitivity was found. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were accurately recorded in the pump history. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the piston cap was missing.